Manufacturer narrative:
(B)(4). It was reported that the cause of death was due to peritonitis and sepsis, previously reported as peritonitis alone. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by flank pain and cloudy effluent and experienced sepsis then subsequently passed away coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The cause of the sepsis was not reported. The patient was not hospitalized for the peritonitis event. The patient experienced the sepsis event one day prior to passing away and was hospitalized on the day of sepsis onset. On unreported date, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) and fortaz intraperitoneally for a six to eight hour dwell (dosage, frequency, and duration not reported). Treatment for the sepsis event was not reported. Peritoneal dialysis therapy was not ongoing at the time of death and the patient was not connected to the baxter healthcare homechoice device. It was not reported if the patient was recovered from the peritonitis event prior to passing away. The cause of death was reported to be peritonitis and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis, but the diagnosis date of the sepsis was (B)(6) 2014. This report involves the same patient as in (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.